Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke. The lens remains implanted. Cause of the event was reported as device, no the device did not fail to perform as intended. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).